Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited biomed bridge test error. No patient injury was reported.

Manufacturer narrative:
Functional testing confirms the reported failure mode is confirmed. The cause for this event was the damaged plunger. As a result, the plunger pcb was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com. D.4. Full UDI number: (B)(4).